Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pads. Complainant indicated that the clinician obtained a replacement set of electrode pads to continue treating the patient. The patient regained a pulse and did not need to use the pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The posterior electrode was returned for evaluation; the customer's report of detached wire was observed during visual evaluation. The investigation concluded that the high voltage wire was severed due to an external pulling force. The customer was sent a replacement set of electrode pads. Analysis of reports of this type has not identified an increase in trend.